Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va18bra, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that their pain management healthcare professional (hcp) told them that they needed to have a new "wire put in." Patient was told by the hcp that the pain that they were experiencing was coming from the interstim lead.. Patient had tried turning stim off but that didn't resolve the pain. Patient stated that her pain was from their groin and goes around to the pacemaker. The patient was having pain in their groin area that radiates to their back on the right side. This started about 1 month after implant but didn't have an exact date. Their pain management doctor told them that they had seen "leads go bad". According to doctor, they instructed them to turn the interstim device off which they did and the pain persisted. The patient was adamant that the device was the cause of their pain and requested that the lead by changed. The patient denies any falls. Impedance check was performed the morning of the revision and all were within normal range. The lead was explanted and a new lead was implanted on the left side. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they did not know the name of the pain management physician who stated that they had seen ¿leads go bad.¿ the rep noted that the patient was still having pain in their right groin. No further complications were reported or were expected.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va18bra implanted: (B)(4)2016 explanted: (B)(4)2017 product type lead analysis: analysis of the lead (lot#va18bra) found that there were suspected bodily fluids within the lead, but there was no performance impact. Apply to lead (lot#va18bra) only. (Lot#va18bra) only. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.